Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, patient underwent left carotid approach via surgical cutdown for a transcatheter aortic valve replacement procedure with a 29mm sapien 3 ultra resilia. Utilizing a 16fr esheath+ and 29mm commander delivery system, the valve was noted to buckle/dive in the sheath shaft, requiring removal of the system. The valve was exiting the out of the side of the sheath via a puncture in the liner. The devices were removed as a unit. A new system was prepped, and a new 29mm sapien 3 ultra resilia was successfully delivered. At the end of the procedure upon access site closure a left carotid artery dissection was noted. The dissection required graft and stenting. Procedure was performed successfully, and the patient was transferred in stable condition out of the or. The perceived root cause of the carotid dissection was believed to be the sheath liner puncture.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: updated h3, additional code added to h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions. The device was returned to edwards lifesciences. Visual examination was performed, and the following were observed: two (2) struts on the associated valve were exposed through the liner puncture, approximately 3.5" from the distal tip. Sheath tip opened as designed. Due to the condition of the returned device, no applicable functional or dimensional testing was able to be performed. Imagery from the site was provided and the following was observed: undersized vessels. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The sheath liner puncture was confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. It is possible that additional device manipulation to overcome the resistance may be applied during the procedure resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve to catch onto the sheath hdpe, liner, and/or strain relief and lead to damage. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. As such, available information suggests that procedural factors (valve caught on liner, excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.